Event description:
Customer's cousin reported hospitalization due to diabetic coma. The blood glucose reading was over 500 mg/dl. Customer was vomiting and dehydrated. Customer had passed out. Customer was hospitalized for ten days due to high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.